Event description:
No additional information provided at this time.

Manufacturer narrative:
Additional information: investigation ¿ investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, stress, disability, distress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: tilt, vc/organ perforation, unable to be retrieved, embedment, anxiety, stress, disability, distress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable, or unchanged.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# #3002808486-2019-00375. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference# 1820334-2019-01020. Occupation: non-healthcare professional. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient allegedly received a gunther tulip femoral vena cava filter implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis. The patient is alleging tilt, vena cava perforation, organ perforation and the device is unable to be retrieved. The patient further alleges, "injuries include, but are not limited to, severe physical and emotional suffering. Specifically, filter is tilted posteriorly, and the hook is embedded in the inferior vena cava wall, multiple struts penetrate the inferior vena cava wall, a primary strut is abutting the aorta and one is perforating the duodenum. The inferior vena cava filter could not be removed, constant stress, anxiety, emotional distress, and limited ability for lifting". Per the 05mar2015, retrieval report (attempted): "procedure: a clover snare was extended over the top of the filter without successful capture. Tulip snare was then attempted. Finally, after multiple attempts fluoroscopy was placed laterally. The filter was noted to be posteriorly tilted near the wall. Again, multiple attempts with a tulip snare. Large 35mm gooseneck snare attempted without success. Suspect endothelialization of the apex and hook of the filter. Consequently 6 mm balloon inflated along the posterior aspect of the filter without movement. Finally, a reverse curve simmons one was placed below the filter and formed in a retrograde fashion. Guidewire advanced. Snare captured the wire which was around the apex of the filter. Filter was disengaged from the posterior wall. Repeat attempt at snaring was unsuccessful. The procedure was then discontinued given fluoroscopy time. Impression: unsuccessful tulip inferior vena cava filter removal given posterior tilt with tip endothelialized. Plan for repeat attempt in the morning". Per the 06mar2015, retrieval report (attempted): "procedure: reverse curve simmons one catheter formed beneath the ivc filter and brought superiorly so the tip was through the struts. Glidewire advanced superiorly out the tip of the catheter. 25 mm gooseneck snare advanced through the sheath to capture the glidewire. The glidewire was brought through the sheath and secured outside the right neck. Consequently, the glidewire was looped beneath the struts and apex of the tulip filter. The 16 french sheath was advanced to the tip of the tulip filter. The filter apex would not advance into the sheath. Eight french sheath was attempted over both glidewires and again the apex of the filter would not engage the sheath. A final attempt at bringing a second loop posteriorly was unsuccessful. Suspect posterior leg and hooked of the tulip filter embedded or endothelialized posteriorly. Impression: unsuccessful attempt at removal of tulip inferior vena cava filter with reverse loop and snare technique". Per the 31jul2017, cholangiogram report: "discussion: 2 matrix camera views are submitted from the operating room. This discloses water-soluble contrast within the extrahepatic biliary system. Flow into the duodenum is identified. No filling defects are seen. Incidental load is made of an inferior vena cava filter".